Manufacturer narrative:
Product not returned for evaluation.

Event description:
The customer reported that the abutment screw fractured while torqueing during placement of prosthetic.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. A probable root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable.